Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department after receiving inappropriate therapies from the right ventricular lead. An x-ray was performed and it was noted that the lead was implanted in the coronary sinus, not in the right ventricle. On (B)(6) 2018 the lead was explanted and replaced. The procedure was completed without complication.